Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available later.

Event description:
The subject device was used during a laparoscopic procedure of gynecology. After about 30 minutes use, unk error message was displayed. After that, the device stopped working. Then, the facility staff found that ptfe pad was melted and torn away. There was no pt injury reported.